Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During impella 5.5 support, automated impella controller (aic) experienced a placement signal issue. Team stated that placement signal reading lower than map. No other information was provided. This is considered a reportable malfunction.